Manufacturer narrative:
Battery (voltage breaks down under load) defective, replaced. Contra angle (dps) (B)(6) (2019) cleaned and oiled. Motor gmr124305 and the motor cable cannot be separated, replaced with gmr2191848. Fa 178174 checked. Without file clamp and cable. Function test and test measurements without errors.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Device available for evaluation, battery (voltage breaks down under load) defective and replaced. Contra angle cleaned and oiled. Motor (B)(4) and the motor cable cannot be separated, replaced with (B)(4). (B)(4) checked without file clamp and cable. Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. No patient injury, the doctor recognized before treatment.